Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The event was determined to be related to challenging patient anatomy¿specifically severe calcification of the aorta¿which prevented adequate device positioning. No device malfunction or product deficiency was identified. The patient survived explant.

Event description:
A (B)(6) female with unknown comorbidities and a pre support clinical state consistent with scai shock stage d underwent impella cp insertion for the indication of acute myocardial infarction and cardiogenic shock. Although the device was initially advanced, the clinical team was unable to reposition it back into proper position despite multiple attempts. The cp was removed and intra aortic balloon pump (iabp) was placed. The event was determined to be related to challenging patient anatomy¿specifically severe calcification of the aorta¿which prevented adequate device positioning. No device malfunction or product deficiency was identified. The patient survived explant.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions and to correct a previously reported h6 medical device problem code. The problem code a150202 (malposition of device) reported on the initial MDR was not applicable to the event and has been corrected to a050201 (positioning failure). H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Unable to place or position: the cause of the unable to place or position is most likely patient condition related to severe calcification per clinical details.